Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm during a bolus. Customer's blood glucose was 255 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer was advised the device was working as designed. Customer was advised that the no delivery alarm was caused by reservoir occlusion. Customer was able to clear the occlusion and did not have a no delivery alarm.